Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that he received a calibration error, change sensor alert, and a bad sensor alert. Blood glucose level at the time of the incident was 99 mg/dl. The customer also reported recently having a blood glucose level of 430 mg/dl, which he did not treat for due to fasting. The customer was advised that the sensor would be replaced but did not return the product for analysis. The insulin pump was not replaced or returned for analysis.